Event description:
The customer initially reported that their device would not recognize the ECG leads when connected and the device also had the service indicator illuminated and some event codes logged. Upon evaluation of the device by physio-control, it was observed that the device would also not recognize paddles ECG. Without paddles ECG recognition, the device could not deliver defibrillation energy in AED mode. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio determined that the cause of the reported failure was due to a temperature sensitive integrated circuit chip, designator u15 from the system pcb assembly. The customer received a replacement device.